Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt had insert and patella left knee revised for poly wear. Original dos 20 years ago. Patient consequence? Yes. Patient consequence description:patient needed revision surgery for excessive poly wear. Action taken for procedure:insert poly exchange and revised patella component. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.